Event description:
According to the reporter: occurred during a laparoscopic pancreatectomy procedure. The stapler was being used to transect the tail part of the pancreas. There was a problem unloading the device. After firing the reload with the powered handle, it stopped. Tried to move the reload to the neutral position but the cartridge could not come to the central position. Surgeon had to pull out powered handle and assembled cartridge with the trocar. Tried to remove the cartridge from the adapter but could not. In order to resolve the issue and complete the case, changed the powered handle and reload to a new one. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 39 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.